Manufacturer narrative:
Actuator box and cover. Investigation determined that the box and cover were bent inhibiting the manual CPR release from functioning properly.

Event description:
It was reported via the field technician, the weld on the bracket that holds the ball screw is bent. The manual CPR release is reportedly inoperable. No adverse consequences were reported.